Event description:
Healthcare professional reported that patient was injected in nasolabial folds and marionette lines with 2ml juvéderm ultra¿ xc. Two hours later, patient felt intense pain. Twelve hours later, injection site turned red; upon examination bilateral erythema was observed on nasolabial fold progressing to left and right malar region. This was diagnosed as vascular compression. Patient was treated with 5ml hyaluronidase 2000u which improved pain. Patient was also given oral antibiotic for sinusitis that had developed 10-15 hours before injection. Patient was also prescribed 40mg predsin, clavulin, acetylsalicylic acid, and to massage 3 times a day. Twelve hours later, patient's pain was resolved and edema and erythema had improved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.